Manufacturer narrative:
The event report was created upon literature review of article "comparison of pacing performance and clinical outcomes between left bundle branch and his bundle pacing."

Event description:
It was reported that in a literature review of "comparison of pacing performance and clinical outcomes between left bundle branch and his bundle pacing" from singapore, there were allegations of dislodgement and capture failure on tendril sts. It was further noted that there were instances of failure to advance the lead within the agilis his pro catheter. No further information was available.